Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed no delivery during manual prime. Blood glucose value was 440 mg/dl; treated with a bolus. It was stated that they found a large air bubble in the reservoir. The customer disconnected and reconnected the infusion set and reservoir and was able to prime without a no delivery alarm. It was mentioned that the customer had a bent cannula the week prior. Most recent blood glucose level was 240 mg/dl. The device will not be returned for analysis.